Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm in 30 seconds. The balloon was simply pulled out from the patient's body without problem. However, it was further reported that all the components were completely and simply removed. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.